Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. After repositioning the lead during the revision procedure low sensing and high-than-desired thresholds were noted. The lead was again repositioned however the helix would not extend. A micro puncture kit was employed and the lead was then explanted and replaced. No patient complications have been reported as a result of this event.